Manufacturer narrative:
On (B)(6) 2017, the recipient underwent surgery to remove a screw that was used to secure the device. Device testing performed after the screw was removed revealed that the device is functioning within normal limits. The recipient continues to be monitored.

Manufacturer narrative:
The recipient's incision site is reportedly covered with a scab. The recipient is no longer being treated with bacitracin ointment. The recipient is being monitored.

Manufacturer narrative:
The recipient is reportedly using the device. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's incision site is reportedly intermittently granulating and scabbing over. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing skin irritation and redness at the incision site. On (B)(6) 2017, the recipient had some skin removed and was treated with bacitracin ointment. The incision site is improving. The recipient is being monitored.